Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead impedance test was shown to be ¿???¿ by the implantable cardioverter defibrillator (ICD). The measurements were repeated and the same response was shown by the ICD. The lead was programmed to tip-to-coil and measured reporting 53 ohms and then programmed back to tip-to-ring and now the measurements were 55 ohms. The repeated measurements were then all normal. The ICD was implanted and remains in use. No patient complications have been reported as a result of this event.